Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00192. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting a dim display on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed and advised an upgrade of the user interface assembly to resolve the issue.